Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas issued multiple alert 41 notifications, identified as an insulin shaft rewind error and absolute insulin range error, and troubleshooting did not resolve the malfunction, so a replacement device was provided and user education was completed. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health and no hospitalization. Investigation included customer interview, technical troubleshooting, and review of device performance and use. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.